Event description:
It was reported that during an unknown procedure, the jaw of probe was not getting close. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the energy button detached and not returned with the instrument. Upon inspection under magnification it was noted that one of the retention pin of the jaws was sheared of. A test button was reattached to the instrument. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional, testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument, it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.